Event description:
The pt was scheduled for essure procedure. Left tubal ostia was identified and the essure coil device was inserted in left tubal ostia and deployed without complication. The right ostia was identified and the essure device was inserted and the surgeon attempted to deploy the coil. He reported that it felt tighter than normal, when he deployed he did not hear the click associated with pressing the button. He felt that the spring did not deploy and attempted to remove the essure device from the tube. At this point, he noted the spring "unrattleing" and not coming out of the tubal ostia. There was also a straight wire noted to be coming through the tubal ostia. He removed the essure introducer, however, the wire was coming through. A grasper was utilized in attempt to remove the remaining wire and it continued to break into small pieces. At that point the surgeon decided to remove the right fallopian tube triggering that the wire would come out with the removal of the tube. Manufacturer was notified by surgeon and nurse manager of facility. Nurse manager was directed to keep product and that we would be notified in 16 days with additional direction. Device placed in biohazard bag. Still remains on site and have not heard from company on next step. Manager to follow up today (B)(6) 2014.